Event description:
The facility reports before the patient was placed in bed, the bolt on the four-point hanger assembly stripped through the two nuts securing it. The patient fell and broke their shoulder.